Event description:
It was reported that the ventilator generated an alarm indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Further information stated that the during the event the patient desaturated but improved with ambu bagging. Final patient outcome was no harm.

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The reported issue was discrepancy between input respiratory rate and output, along with high airway pressure (paw) alarms. No investigation of the ventilator was requested. Investigation is based on provided ventilator logs and additional information received from our distributor. The actual ventilation period was started on (B)(6) 2025 and switched between prvc and ps/CPAP ventilation modes. In prvc (pressure regulated volume control) mode the ventilator delivers a preset tidal volume. The pressure is automatically regulated to deliver this volume but limited to 5 cmh2o below the set upper pressure limit. In ps/CPAP (pressure support/continuous positive airway pressure) mode the ventilator system delivers ventilator support using a zero-set pressure level. The patient controls the respiratory rate and tidal volume with continuous positive airway pressure delivered by the ventilator. In the event log there are several log posts for both the reported alarms high respiratory rate and high airway pressure (paw). Several other alarms have been generated throughout the ventilation, such as low peep, expiratory minute volume low and regulation pressure limited, as an indication of difficulties ventilating the patient. Last successful pre-use check was performed on (B)(6) 2025, which is three weeks prior the event. Several ventilator start-ups without pre-use check have been performed during the period up until the reported event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Distributor feedback indicates that a poor-quality patient circuit may have led to compliance issues. The distributor has recommended the healthcare facility to replace their patient circuits to a good quality. The alarms for high respiratory rate may be an effect of the repeated switching between prvc and ps/CPAP modes but may also result from auto-triggering due to inappropriate flow trigger settings. The alarms for high airway pressure may indicate an over-delivery of tidal volume due to prvc mode adjustments or a reduced lung compliance requiring tidal volume or pressure adjustments. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator setup and improper settings for the patient-specific conditions.

Event description:
Manufacturer's ref #:(B)(4).